Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a fingerstick reading of 57 mg/dl. The ilet alerted for low and urgent low bg. The user treated with glucose tablets, and bg rose to 140 mg/dl within 20 minutes, confirmed by both fingerstick and ilet. The user's lowest blood glucose (bg) recorded was 57 mg/dl. Bg was corrected by taking 8 mg of carbohydrates. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.